Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the capsule remained attached after two months. The capsule was removed. The patient status was good.